Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, when the physician was inflating the balloon in the esophagus, the balloon burst while inflating from 16.5mm to 18 mm, before reaching 7atm of pressure. The scope and the balloon were removed together. As the balloon was being withdrawn through the scope outside of the patient, a piece of the balloon detached inside the channel of the scope. The piece was removed from the working channel. The same scope was used to complete the procedure along with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of balloon burst and balloon detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.